Event description:
The tech alleged that the nurse call would not function. No pt impact.

Manufacturer narrative:
The tech found the pins on the sidecom board were bent. The tech replaced the sidecom board to resolve the issue.